Event description:
It is reported that the patient was revised due to fracture of the patella component.

Manufacturer narrative:
All devices implanted were found to be compatible. No devices or photos were received; therefore, the condition of the components is unknown. Surgical notes were received for the primary surgery on (B)(6) 2008 and indicate that good patellar tracking was achieved with no lateral release necessary. There is no indication of root cause in the primary surgical notes. Revision surgical notes and x-rays have not been received; therefore, the fit and orientation of the components could not be evaluated. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further information. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.